Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the palindrome hsi catheter was placed on (B)(6) 2014. There was an infection at the exit site and the patient was treated with antibiotics. There is question about whether the catheter is sliding out or not.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR's are reviewed for accuracy prior to product release. A sample was not available; however three photos were available for evaluation. After an evaluation was performed on the photos, the catheter was found to be inserted in different positions and depths on the patient. Different levels of skin infection can be noticed at the exit site. The felt cuffs anchor the catheter subcutaneously and help establish a natural infection barrier through tissue ingrowth. These felt cuffs are manually assembled (bonded) on the catheter. A possible root cause can be due to an inadequate quantity of glue used on the felt cuff. The instructions for use consider exit site infections as a potential complication inherent to the medical procedures. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% cuff inspection, which would avoid catheter migration issues in the catheter assembly. This complaint will be used for tracking and trending purposes.